Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm abdominal aortic aneurysm. It was noted that the patient had a short angled proximal landing zone. It was reported that the physician deployed the main body and the stent graft dropped slightly during deployment of the suprarenal fixation. There was no evidence of a type ia endoleak but the physician wanted to implant a cuff to extended to the renal arteries. The cuff was implanted successfully and the final angiogram confirmed good placement. The physician stated that the missed deployment was due to hostile neck anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.